Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl. Troubleshooting for the hyperglycemia was declined since the customer believed that he was at fault for his high blood glucose. No products were returned or replaced.